Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 199, 59, 255, 205, and 85 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number c-d158-11697. Returned meter performed in accordance with MFR's instructions for use. Customer's complaint of erratic readings was not duplicated during testing. The freestyle blood glucose readings reported by the customer were not found in the meter internal log.